Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the doctor used a device to oversew the sleeve when the needle broke in the patient. While he was looking for the broken piece of needle, he also noticed a blue rubber piece inside of the patient. When he removed the fragment, he noticed it was a part of the trocar seal which inadvertently ripped off. As a result, the doctor spent time searching for other pieces of the rubber seal that might have fallen inside the patient. Surgical time was extended by more than an hour. No other known adverse events were reported.